Event description:
On (B)(6) 2025, a patient getting prepared for an ultrasound guided vacuum assisted breast biopsy with the encor probe. Prior to the procedure, it was reported that the torn holes were observed at the bottom of the inner package. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records were reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were received and reviewed. Both are identical, the photo shows the encor package with product labelling information with ecp017gv lot# vtjn0012, and expiry date 01/01/2026. Tear or rip was noted on the device packaging, and the label is not completely fixed to the plastic tray. Based on the photo review, the reported event can be confirmed. Therefore, based on the photo review, the reported tear, rip or hole in device packaging can be confirmed as tear was observed to the device packaging. The definitive root cause for the reported tear, rip or hole in device packaging could not be determined. The customer provided information is limited and remains unknown how product is received, transported or stored at the user facility. Potential causes include, but are not limited to, improper storage, rough handling, or premature unpackaging. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier UDI #), g3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided vacuum assisted breast biopsy with the encor probe. Torn holes were observed at the bottom of the inner package prior to the procedure. The procedure was completed with another device. There was no patient contact.